Event description:
Caller reported symptoms of hypoglycemia with a blood glucose result of 81 mg/dl on mobile system, 40 mg/dl on aviva nano system within 10 minutes. No details of any treatment were provided. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for aviva nano system.